Event description:
It was reported that the patient was experiencing double vision after approximately two (2) months in her right eye. At the patient's post operative visits from (B)(6) 2012, the patient reported scratchy, blurry symptoms, along with distant vision out of focus. In addition it was stated that the patient experienced seeing shadows on every letter including double vision while reading. The lens was removed and replaced on (B)(6) 2012.

Manufacturer narrative:
Visual inspection of the returned intraocular lens at our manufacturing facility showed a lens where the optic was cut in half, no optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(6). (B)(4). The explanted lens was received at abbott medical optics and was sent to our manufacturing facility for evaluation. A review of the manufacturing records for the lens were reviewed and showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 16.0 diopter for this lens. All pertinent information available to abbott medical optics has been submitted.